Event description:
I was out for a long run and my dexcom g6 said I was running low. I drank 12 oz of (B)(6) and kept running. The dexcom still said I was low so I drank another 12 oz of(B)(6). I use a tandem pump that has control iq so it had my basal rate shut off this whole time. I started feeling sick at the end of my run and by this point the sensor was erroring and not reading. I checked my blood glucose and it was 357. I had moderate ketones so could not return to work as I had planned. I would also like to add that dexcom g6 sensors have only been lasting 3-4 days for me since (B)(6) 2020. If they error for more than three hours, I get them replaced by tandem. I do not understand why they are FDA approved to last 10 days. Both companies blame it on me being "lean" yet advertise people much skinnier than me using their system so I find that to be an unacceptable excuse. I have done every suggestion tandem and dexcom have provided and they don't work. FDA safety report ID# (B)(4).